Event description:
The complainant reported that roughly two days into impella 5.5 support, a computed tomography scan revealed that the patient had experienced an embolic stroke. Administration of low dose heparin was approved following the stroke. The patient was also on venoarterial extracorporeal membrane oxygenation and right ventricular assist device. Later, the family withdrew care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The device was not returned for investigation. The complaint was confirmed. The device passed all post sterile inspection checks.